Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent the tka procedure for left knee. When the pin puller in question was used in the surgery, it made a strange noise when the handle was gripped, and it was difficult to remove the pin. The pin puller was out of order. No harm to the patient. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual analysis revealed that the attune pin jack was found in good condition, however, the functional test confirmed the reported allegation. The pin jack is not working correctly when pulling the fixation pins. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4 (lot number) and h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.